Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unites states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a patient faced an event where the infusion set tape was not sticking on (B)(6) 2024. No further information available.